Event description:
It was reported that the external pulse generator shut off automatically. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken and contaminated. Interconnect flex is creased due to being routed improperly. Battery drawer, both battery latches, battery drawer o-ring, battery latches o-rings, and ring cover are contaminated. Side bail covers are broken and contaminated. Output connector is glued to the case. Serial number label is torn.